Event description:
Information was received indicating that the extra dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump should not have been set at all, but was set at 5.0ml. Per reporter, it was unknown how the settings were changed. It was reported that subsequently the extra dose was set back to 0.0ml. No adverse patient effects were reported.